Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off multiple times during the event. Physio replaced the device's battery pins, power pcb assembly, and battery wire harness. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. As the device's voltage measurements improved after the replacement of the battery pins, it is possible that the battery pins were the cause of the reportable issue; however, a definitive root cause could not be determined.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and it unexpectedly powered off multiple times during use. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and it unexpectedly powered off multiple times during use. There were no reports of any adverse effects to the patient as a result of the reported issue.